Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during cleaning and testing, it was observed that the motor device had a tear in the hose. During in-house engineering evaluation, it was determined that the device had a hole in the hose near the muffler, the modified set screw failed the loctite assessment, the rotations per minute were below operational specification and the vanes were worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.